Event description:
It was reported that the patient presented to clinic for routine follow-up. The right ventricular lead exhibited low lead impedance and high capture thresholds in bipolar configuration. Noise could be reproduced on the lead with provocative movements. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.